Manufacturer narrative:
On an unreported date in (B)(6) (reported as 6 to 7 days ago), the patient was diagnosed with peritonitis and was hospitalized for the event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent and severe abdominal pain. The breach in aseptic technique was further described as the patient started performing pd therapy prior to receiving consent from the nephrologist. On an unknown date, the patient was hospitalized for four days due to the event. On an unreported date, the patient began treatment for the peritonitis with voncon, 2 grams, (ip) intraperitoneally, every two days and briklin, 250 mg, ip, every three days (each added to extraneal bags). The outcome of the peritonitis was not reported. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.